Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) male patient with aaa underwent evar on (B)(6) 2014. The physician was placing a zenith main body stent graft over a lunderquist wire and had released the supra renal stent before cannulating the contralateral fate. The omni flush catheter got hung up in the supra-renal stent immediately after cannulation of the contralateral gate and could not be dislodged. A portion of the supra-renal stent became inverted and it was decided to surgically open the patient, explant the device and repair the aneurysm. No additional information has been provided by the reporter.